Event description:
Coopervision was made aware from a patient regarding hurt eye pain and a swollen left eye. The patient placed the contact lens in her eyes in the morning and stated they felt uncomfortable. The patient continued to wear the lens throughout the day. In the midnight, the patient stated she felt pain and her left eye was swollen. The patient was taken to an emergency hospital via ambulance. At that time she was diagnosed with hurt eye pain (possible corneal abrasion) and prescribed cravit opthalmic solution (antibiotic), fluorometholone (steroid) and purified sodium hyaluronate (lubricant) combination. The doctor instructed the patient not to wear lenses for several days. No evidence of permanent impairment of the eye function or damage to body structure. However, medical intervention (types of medications) to preclude permanent impairment or damage may have been given to prevent permanent injury.

Manufacturer narrative:
.